Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic operating console could not be operated and it was unable to be switched off during calibration without any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information was provided in a.1, a.2, a.3, a.4, b.5, b.6 and b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the console was froze without any system message during the procedure. Procedure was completed using another console and there was no impact because of the event.

Manufacturer narrative:
The method code (10) provided in the previous supplementary report were submitted in error. The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system met specification. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The onsite system testing was not performed as result. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).